Manufacturer narrative:
Initial.

Event description:
It was reported that the user returned home from the hospital, inserted a new dexcom g7 continuous glucose monitor (cgm) that was not initially paired to the ilet, experienced high glucose overnight, and later reported a low glucose of 66 mg/dl that was treated with juice and an apple, after which glucose rose to 130 mg/dl. Additional training was arranged to improve use of the system. No adverse clinical symptoms associated with episodes of hyperglycemia and hypoglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified and an improper or incorrect procedure or method noted; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. We appreciate the user¿s responsiveness and will support ongoing education to promote safe and effective use.